Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized the day after the event onset and was treated with cefazolin and ceftriaxone (doses, routes and frequencies not reported) for peritonitis. At the time of this report, the patient remained hospitalized and patient outcome was unknown. On an unknown date during the hospitalization, pd therapy was discontinued and catheter was removed. No additional information is available.